Event description:
It was reported that prior to an angioplasty procedure to treat the lower extremities via an arterial puncture of the femoral, the protective sleeve allegedly could not be removed from the balloon and could not be used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination, therefore a device history record review is not required. Investigation summary: the sample was returned to the manufacturer for evaluation. The sleeve was returned on the balloon however partially removed by 40mm towards the distal end. There was no difficulty in removing the sleeve from the balloon during the evaluation. The returned device was confirmed for a detachment. The outer was detached from the balloon at the proximal bond. The inner was stretched for a length of 43mm in the exposed area section of the balloon and the outer detachment. The detachment and the stretched inner suggest that handling techniques (excessive force) was responsible for this damage, occurring during the attempted sleeve removal during device preparation. The review of the video file provided shows the hcp making three efforts to remove the sleeve from a catheter device. The hcp is seen holding the sleeve close to the proximal balloon end, then attempting to pull back the sleeve back along the length towards the distal end. The attempts are unsuccessful. The result of the investigation is unconfirmed for the reported failure to remove balloon sleeve issue. A definitive root cause could not be determined based upon the available information. Labeling review: the instruction for use for the bantam pta balloon catheter (the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Reinserting the balloon into the protective sheath may damage the balloon or catheter. The catalog number identified has not been cleared in the us but is similar to the savvy long products that are cleared in the us. The pro code and 510 k number for the savvy long products are identified in common device name and PMA/510k. (Expiry date: 05/2023).